Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of neurological deficit/dysfunction, thrombosis and stroke are listed in the xact instructions for use, as known potential patient effects associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified and moderately tortuous right common and right internal carotid arteries. An xact stent was implanted and the procedure was completed. Post procedure, the patient began to experience arm numbness, eye droop and loss of speech. Computed tomography angiography was performed, a clot was noted in the stent and stroke was diagnosed. The patient was returned to the cath lab. Ballooning and aspiration were performed. Additionally, tissue plasminogen activator (tpa) was administered. The symptoms resolved.